Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. Analysis of the device memory indicated the criteria for the right ventricular lead integrity alert were met. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was beyond the expected upper range. Analysis of the device memory indicated oversensing due to electromagnetic interference/noise. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited possible fracture, low impedance, and noise. The ra lead was reprogrammed off and it remains in the patient. It was also reported that the right ventricular (rv) lead exhibited lead integrity alert (lia) for possible fracture, oversensing noise, and sensing integrity counter (sic). The rv lead was reprogrammed and it remains in use. No patient complications have been reported as a result of this event.